Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely decreased architect co2 result of 9 meq/l was generated for a patient sample (sid 546737) that retested at 23 meq/l. The customer's normal range is 22 - 29 meq/l. No impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
Service performed extensive troubleshooting in an attempt to resolve the issue. During that troubleshooting, service replaced the bellows and poppets and discovered a pinched tubing causing the wash zone 2 nozzle not to dispense. Service repositioned the tubing to resolve the issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.